Manufacturer narrative:
Isi has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the mcs tip cover accessory fell inside the patient. The tip cover was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted tongue base resection procedure, the tip cover accessory for the monopolar curved scissors (mcs) instrument fell inside the patient. The tip cover was retrieved and the procedure was completed with no reported adverse effect, harm, or outcome to the patient. Intuitive surgical, inc. (Isi) contacted the site and obtained additional information regarding the reported issue: the tip cover was able to be retrieved during the same procedure with another instrument. The instrument and accessory were checked prior to use. The customer did not use electrolube to apply the tip cover prior to use. The instrument and/or accessory did collide with another device during the procedure; however, the customer was not sure that this was the cause of the reported issue. The customer did not remove the mcs instrument with the tip cover during the procedure. The surgeon was activating cautery energy when the tip cover fell. The procedure was not recorded on video.